Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in bad (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective motor control board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a one of the roller pump used on the s5 system gave a motor control failure error message during priming. There was no patient involvement.

Manufacturer narrative:
H.10: based on investigation results, the root cause of the motor control failure is traced back to a motor control board.

Event description:
See initial report.